Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm noted. The unit had the following cosmetic damage: minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 413 mg/dl. The customer stated that one of her buttons was stuck and that the pump kept alarming with button errors. She changed the battery hoping that would resolve the issue but it didn't so she treated her high blood glucose by bolusing with an old pump. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.